Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 13:46:55. During night drain cycle one, the patient's ultrafiltration reading was 386ml, indicating the home patient (hp) drained 386ml more than their maximum programmed fill volume of 200ml. No further information was available.